Event description:
No blood glucose levels reported. The customer reported being in the hospital for a non-diabetic issue. The customer was instructing the nurse on how to program a bolus using the insulin pump. The customer accidentally programmed a bolus. The customer was instructed to disconnect at the quick release the next time they need to cancel an action by the insulin pump. The customer was advised by the health care professional to avoid programming boluses since the customer has been placed on blood thinners. The customer was advised to follow the health care professional's instructions. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.